Event description:
The physician advanced a penumbra system reperfusion catheter 054 over a penumbra system reperfusion catheter 032 to the right mca over a guide wire. The guide wire was removed and the physician attempted to introduce a penumbra system separator 054 wire into the 054 catheter. He experienced difficulty advancing the separator and removed it. The distal tip of the 054 separator buckled. Another 054 separator was placed into the same 054 reperfusion catheter with the same result and was also removed. The guide wire was placed back into the 054 reperfusion catheter and the catheter was removed. It was noted that the 054 reperfusion catheter had several kinks in the proximal portion. Another 054 reperfusion catheter and 054 separator were selected and used without incident. This MDR is associated with MDR 3005168196-2011-00314 and 3005168196-2011-00315.

Manufacturer narrative:
There are four kinks in the proximal end of the catheter 054. Measured from the distal end of the ID band, they are located at 9.2, 12.4, 18.6 and 20.1 cm. The first separator wire distal to the cone is bent in the shape of an "s". The second separator wire distal to the cone is bent backwards onto itself. A 0.054" mandrel was introduced into the hub end of the catheter and advanced distally, stopping just short of the 9.2 cm kink due to friction. The catheter is non-functional. The distal end of the catheter was introduced into a demonstration carrier hoop and could not be advanced past the second distal kink. The distal end of the first separator 054 was introduced into a demonstration 054 catheter and advanced distally. The separator advanced without difficulty. The separator is damaged but functional. The distal end of the second separator 054 was introduced into a demonstration 054 catheter and advanced distally. The separator advanced without difficulty. The separator is damaged but functional. The cause of the multiple bends in the proximal section of the catheter could not be determined during the investigation or from the information provided in the complaint description. The damage likely occurred when navigated through pt anatomy. If the proximal portion of the catheter was manipulated without proper care, the catheter may have kinked leading to difficulty inserting the separators through the compromised lumen. The damage to the separator likely occurred when attempting to advance the separator against the bends in the catheter.